Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We ,therefore, consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they had high blood glucose but not hospitalized. Customer's blood glucose at time of incident was 400 mg/dl. The customer was able to drop the high blood glucose to 200 mg/dl and wants to make sure nothing is wrong. The customer was advised that if her blood glucose 400 mg/dl and was able to come down to 200 mg/dl, the insulin is working in her system. The customer declined to troubleshoot and advised to insert in a location without scarred or hardened tissue.